Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that vessel perforation occurred. In (B)(6) 2016, clinical status assessment identified the subject's qualifying condition as rutherford category 2 and on the following day, the index procedure was performed. The target lesion was located in the left leg mid superficial femoral artery with 90% stenosis and was 130 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 7.0 x 150 mm study stent. Following post-dilatation, residual stenosis was 0%. Two days later, the subject was discharged. In (B)(6) 2016, post study stent placement the posterior part of the lesion was dilated by 6 mm balloon (mustang balloon). After stent expansion, a swelling occurred in the lower extremities and an angiography was performed by inserting a 6 fr 11 cm long sheath from the left femoral artery, which revealed a vascular damage in the center part of the stent. The damaged site was crossed with a non-bsc wire and the bleeding was stopped with a balloon. It was difficult to stop bleeding with a 6*40 mm balloon, and other balloon (7*40 mm) was used for dilation and hemostasis. Hemostasis was performed with a non-bsc closure device. On the same day, during index procedure, upon high pressure post-dilatation of a mustang balloon, fistula was noted with minor damage to the vessel at the middle section of the stent and perforation of the vessel. No other information is available at this point of time.